Manufacturer narrative:
The investigation determined that lower than expected, repeatable vitros tsh results were obtained for a single patient sample, processed on a vitros 5600 system, which then produced numerically higher non-vitros tsh results. Root cause could not be determined; however, the possibility that an unknown sample interferent had contributed to the results could not be ruled out entirely. There was currently no evidence to suggest the vitros tsh reagents or vitros 5600 system had malfunctioned.

Event description:
A customer complained after observing lower than expected, repeatable vitros tsh results for a single patient sample, processed on a vitros 5600 system, which produced numerically higher non-vitros tsh results for the same sample. Vitros tsh results of 0.070 and 0.051 miu/l vs. Expected 2.265 and 2.26 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The vitros tsh results were reported to a physician; however, there were no allegations of patient harm made as a result of the events. (B)(4).